Event description:
New information received notes that when the asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed on stored egm. Programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow up, non-sustained v oversensing was observed. Programming changes were made. Patient will continue to be monitored.